Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short on transformer (t1) of the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. The pump door test passed. There were no other discrepancies during the internal inspection of the returned cycler. A review of the device history record (DHR) found a prior occurrence of blank screen. The production floor problem report indicated that the front panel assembly was replaced due to a defective inverter board on 3/14/2019. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the screen of a liberty select cycler went blank in drain 1 during a training run for a patient's peritoneal dialysis (pd) treatment. The power outlet was properly working and the ok and stop keys were on, however the screen remained blank. At that point in time, the technical support representative advised the pdrn to discontinue use of the cycler. A replacement cycler was issued to the clinic. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided. The cycler was returned to the manufacturer and upon physical evaluation of the cycler, it was identified that there was an internal short on the transformer of the inverter board.